Manufacturer narrative:
UDI) di): (B)(4).

Event description:
It was reported that during implant, high, out of range, pacing lead impedance was measured. The lead was explanted and replaced. The patient¿s condition is fine.

Manufacturer narrative:
Analysis was normal. No anomaly was found.